Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. There was an effusion noted pre-case. After the case there was a note of possible larger effusion. The imager was unsure if it had grown or stayed the same and cannot be sure if it occurred during the case. Patient was monitored. No hemodynamic changes, and no intervention occurred. Patient remained stable and was discharged.